Manufacturer narrative:
Device analysis report. This report is submitted on april 05, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to need for serial mris. There are plans to re-implant the patient with a new cochlear device in (B)(6) 2024.

Manufacturer narrative:
This report is submitted on march 11, 2024.